Event description:
A report was received that the patient underwent an early lead pull due to high fever that was experienced during mid trial. It was also reported that the patient went to the emergency department per physicians advice and was diagnosed with pneumonia. It was believed that the pneumonia was not device or procedure related.